Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer current blood glucose level was 40 mg/dl. Customer called in because his blood glucose was low and he would like to know when was the best time to calibrate. The customer was treated with food for low blood glucose. Customer stated that his blood glucose was getting okay now. The insulin pump will not be returned for analysis.